Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter global technical services (gts) regarding a system error (se) 2240 that occurred on the homechoice (hc). Se 2240 indicates the presence of air in the line. The tsr assisted the home patient with troubleshooting and starting over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp who verified that there were no loose connections, disconnections or defects noted with the supplies. The hp stated that she was doing fine and continuing therapy without issue. There was no injury or medical intervention reported.